Event description:
It was reported that there was air in one portion of the strain relief when the catheter was in the patient. Air still appeared one day after replacement of the strain relief. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3055 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that there was air in one portion of the strain relief when the catheter was in the patient. Air still appeared one day after replacement of the strain relief. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and use residues were evident throughout. Microscopic inspection of the sample did not reveal any evidence of rupture or other damage. No evidence of leakage was observed. The valve appeared unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to both infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.